Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The patient states when he wakes up both bed ends have slowly drifted down.